Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance.

Event description:
It was reported that after being explanted, the pacemaker was checked and found to be at end of life (eol). It was also reported that the battery voltage did not come down to the elective replacement indicator (eri) voltage criteria, and that the battery impedance had been increasing. The device was explanted and replaced. No patient complications have been reported as a result of this event.